Event description:
It was reported that the compressor has a burnt plug. There was no patient involvement. (B)(4).

Manufacturer narrative:
Service technician has been on site for troubleshooting. A supplemental medwatch will be provided when the complete investigation has been finalized. (B)(4).